Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 383591 batch no: 0339133. We have had a second failed nexiva diffusics 22ga. The fail on this one according to my nursing team is a hole in the tubing which can be seen when you push saline through it.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/13/2021. H.6. Investigation: our quality engineer inspected the photographs and sample submitted for evaluation. Bd received four photographs which displayed the catheter with reported leakage. The reported issue was confirmed upon testing of the returned sample via an air water leak test. Bd cannot relate the indicated failure to the manufacturing process. The indicated failure was a result of a supplier issue of sub assembly parts and the supplier was notified of the detected failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 383591, batch no: 0339133. We have had a second failed nexiva diffusics 22ga. The fail on this one according to my nursing team is a hole in the tubing which can be seen when you push saline through it.